Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Following the implant of the valve, the nose cone of the delivery catheter system (dcs) caught onto the crown of the valve, and the valve dislodged. Subsequently, a snare was used to pull the valve above the sinotubular junction (stj), and a second valve was successfully implanted. Following the implant of the second valve, the patient became hypotensive and cardiopulmonary resuscitation (CPR) was performed. Per the physician, the nosecone interaction with the crown of the valve caused the dislodged. It was noted that a 15 minute procedural delay occurred as a result of the dislodge. Additional information was received indicating that the right femoral access site was used. The valve was deployed using the cuspal overlap technique. Following deployment and prior to withdrawal, the dcs nose cone was centered within the valve frame inflow. This was done by slightly retracting the non-medtronic guidewire. Of note, the patient was able to return home the day after the procedure.

Manufacturer narrative:
Updated data: b5. Added second paragraph. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Following the implant of the valve, the nose cone of the delivery catheter system (dcs) caught onto the crown of the valve, and the valve dislodged. Subsequently, a snare was used to pull the valve above the sinotubular junction (stj), and a second valve was successfully implanted. Following the implant of the second valve, the patient became hypotensive and cardiopulmonary resuscitation (CPR) was performed. Per the physician, the nosecone interaction with the crown of the valve caused the dislodged. It was noted that a 15 minute procedural delay occurred as a result of the dislodge.